Manufacturer narrative:
(B)(4). The sample was not received for evaluation. Therefore the customer reported condition could not be confirmed and the root cause was not identified. A batch review could not be completed, as the lot number was not reported.

Event description:
It was reported that an unknown number of one link luers have been observed to experience no flow. The facility reported that they have observed clotting at various times, when it is connected directly into the catheter hub. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.